Event description:
International affiliate reports that during a tonsil case, the scissors left three circular burns on the pt's cheek. The degree of burn was not specified. The remainder of the procedure was uneventfull. There are no reported adverse consequences to the pt related to this event.